Manufacturer narrative:
On september 09, 2024, the mentor failure analysis lab has received the device for evaluation. On september 30, 2024, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 200cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 46-year-old black female patient underwent a breast augmentation revision with two 200cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 3) post-operatively, which was diagnosed with an office visit. As a result, the patient is to undergo bilateral device explantation in (B)(6) 2024. The explantation date of (B)(6) 2024, has been documented as best estimate. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Section d6b. Explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 14, 2024, mentor received additional information regarding the patient's experience and replacement device. It was reported that the patient's replacement device was a 175cc mentor memorygel breast implant (catalog number 3501751bc) with lot number 9993338. The date of device explanation was updated to (B)(6) 2024. It was reported that the patient did not have difficulties for a couple of months post surgery, but at time being as her reaction to the implant and probably contraction of the envelope contributed to the creation of symmastia deformity. The decision to correct the symmastia and replace the breast prosthesis with a smaller one was decided as her breast demonstrated clinically harder breast. Asymmetry of the patient's areolas was also reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 25, 2024, mentor received additional information reporting that the rescheduled the device explantation to (B)(6) 2024. On july 30, 2024, mentor received additional information regarding the patient's symptoms. It was reported that the patient also experienced discomfort and implant migration medially. The healthcare provider tried to prevent the medial migration and displacement, which was causing symmastia, with a series of bra adjustments and placement of a spacer in the sternal area to keep the breast prostheses separated. The patient presented with hardness, symmastia, and mild upward displacement of the left breast. On july 31, 2024, mentor received additional information reporting that the date of device explantation is (B)(6) 2024. Manufacturer¿s reference number: (B)(4).